Event description:
Customer reported via phone call that their insulin pump is alarming. The blood glucose reading is unknown. The insulin pump will be replaced.

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker, a cracked reservoir tube, a cracked reservoir tube window, and cracked case near the display window corners. The pump gave an alarm during the basic occlusion test due to a loose drive support disk.